Event description:
The duckbilled valve wouldn't open during a code.

Manufacturer narrative:
A duckbill not opening during code would lower the volume delivered to the patient. Based on the reported information, the criteria for reporting an adverse event have been met summary: returned product confirmed the complaint. During investigation of the device without a manufacturing date/lot number, it was found that the device was made prior to certain engineering changes dating to 2015. Ra: RMA-20020 contains appropriate risk assessment. Previous corrective actions of capa14-016 and mi-co19-0225 address the non-conformance identified by this complaint.

Event description:
The duckbilled valve wouldn't open during a code.

Manufacturer narrative:
A duckbill not opening during code would lower the volume delivered to the patient. Based on the reported information, the criteria for reporting an adverse event have been met